Event description:
I100439624 (B)(4). The provider states the front left caster is broken on this chair from order number (B)(4). She states the consumer wasn't in the chair and noticed the issue before attempting to use it. (B)(4).